Event description:
It was reported that the patient experienced an overstimulation sensation after an overdischarge (od) event. The patient was admitted to the emergency room on (B)(6) 2013 with the overstimulation sensation. A company representative met the patient at the e.r. And confirmed the stimulator was off. The issue reportedly resolved by turning the stimulator on. The patient also reported they were charging more than expected after the od. The patient had fully charged and the next day the battery had depleted. The patient was advised to exercise the battery and that it could take several cycles for the stimulator to respond. It was discussed that some damage occurs with an od. It was further stated that at the time of the overstimulation, the patient went to the hospital because he couldn't turn stimulation off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension.